Manufacturer narrative:
Product ID 37603 lot# serial# (B)(4) implanted: (B)(6) 2018. Explanted: product type implantable neurostim ulator.

Event description:
It was reported that patient was hooked up to a heart monitor and he started " feeling funny" like feeling some stimulation. Unintentional stimulation of nerved was felt in the neck by the cardiac monitor and was possible it was a cross between the monitor and the implanted neurostimulator. The implant was turned off with the monitor left on and the headache persisted. The monitor was removed and the headache immediately went away. The patient self elected to remove the monitor. The issue was resolved. The manufacturer representative confirmed that there was no issue with deep brain stimulation device or therapy.